Event description:
The caller reported a cgm error 42, which they encountered during a sensor session. There was no adverse impact to the customer¿s blood glucose level. Customer support provided instructions for a complete pump reset and guided the caller through the process, after which the pump did not display the error again. The caller successfully initiated their sensor session.